Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012560578 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. During external visual inspection of the array, the angled array arm was observed to be tilted. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. On the spiral array, after the guidewire lumen was manually deployed, it was observed to be kinked at 3.3 inches from the distal tip. Additionally, looseness of the crimp band to the reinforcement tube was observed. In conclusion, the catheter failed the returned product inspection due to a guidewire lumen kink, an array inversion, and a tilted array angle arm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was removed from the body after the initial set of ablation lesions and re-prepped. When the catheter was reintroduced into the body, it would not deploy in the full array. The catheter was retracted and reinserted, but it still did not deploy fully. The catheter was then removed without difficulty and replaced with a new catheter, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.